Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Photographs were provided for analysis. Subsequently, one used sample was received for evaluation. An examination of the photographs confirmed that the cannula had fell off from the angel wing and the visual inspection of the used sample found the cannula detached from the angel wing. The root cause could be related to a manufacturing/production process due to a lack of glue between the cannula and the angel wing joint. Complaint trends are evaluated during a monthly meeting to determine if a formal corrective/preventative action (CAPA) is warranted.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the needle remained in the patients arm and the nurse was able to remove it, so no harm was done and they are doing x-rays to be sure. The product was pulled off of the shelves, it is only used in the emergency room department.